Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscope tested positive for microbiological contamination. Sampling occurred at reprocessing, before use. On (B)(6) 2022, all channels were sampled, resulting in 1cfu of sterile mycelium was reported. On (B)(6) 2022, all channels were sampled, resulting in 1cfu of sterile mycelium was reported. On (B)(6) 2022, all channels were sampled, 6 cfus (colony forming units) including kocuria 4cfu, bacillus simplex 1 cfu, sterile mycelium 1 cfu. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The results are currently pending, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer did not specify the type of detergent used to clean the instrument channel, suction cylinder, instrument channel port and distal end/area around elevator. The customer uses asept'inmed 201790 cleaning brushes. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, with soluscope series 4 aer, soluscope cln detergent, and soluscope paa (disinfectant). The scope is stored in a dsc 8000 drying cabinet. Olympus is the maintenance company used by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.